Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device stopped working and sparked during disassembly while in use with a small battery drive device. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition that the device stopped working and sparked was not confirmed. Therefore, an assignable root cause for the reported conditions of spark/fire, device stops by itself and will not run was not determined. However, during evaluation, it was determined that the device failed visual inspection. It was noted that the device appeared used, showed several signs of wear and reprocessing, the contacts were blackened, the mode switch profile was visibly in on-position of the electrical control unit, and the reverse trigger was rough running when eccentrically pressed. It was further determined that the handpiece device failed testing power measurement as it did not reach given specifications on the test bench. It was observed that traces of reprocessing such as white residue and textures were found on cables, screws and other surfaces. It was determined that wear debris of interior parts and grease were found and the device was generally worn. It was noted that the received allegation could not be reproduced as no sparks could be created with the received device. It was further determined that the device failed pretest for check for sticky triggers, check function of device and check power with power test bench. It was noted that the device was working however it failed testing due to generally worn parts. It was determined that the most probable cause for the found defect was determined to be normal wear over time. The assignable root cause was determined to be due to component failure from wear and traced to the environment, which is environmental conditions. Correction: device availability: the device availability date was incorrect in the initial report. The date has been updated from 12/16/2022 to 12/10/2021.